Event description:
The customer reported that the ventilator battery would not charge. The customer reported the device was not in use on a patient. The biomedical engineer reported the battery was replaced to address the reported problem and the device is back in service.